Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.5; lab: 3.5. Patient came on (B)(6) 2010 with nose and rectal bleeds. Tested 1.5 at office inratio; sent to lab and got 3.5. New lot of strips, easy to obtain sample, stored at rt, no recent changes in any meds / no anemia.

Manufacturer narrative:
Investigation pending.